Event description:
It is reported that a plate broke.

Manufacturer narrative:
The MFR did not yet receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. There is no indication for a product failure. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).